Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump squirted or shoot out insulin during priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer declined to report to technical support. Customer informed that the insulin pump had unexplained no delivery alarms, lots of rejected batteries lately and had to rewound more than once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but a33 alarm during rewind the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery alarm due to a33 alarm. No failed battery test alert noted.